Event description:
Physician attempted to use an rfg3 generator and a closurefast catheter for radiofrequency ablation treatment of the short saphenous vein (ssv). No tumescent infiltration or compression were used. Upon advancing the catheter, the rfg spontaneously energized. The patient felt pain when the catheter heated up. The vein closed and there were 2 (10cm) segments treated. Another device was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.